Manufacturer narrative:
The lead will be returned for testing. This product issue will be updated when testing is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements less than 200 ohms and was only functioning in unipolar configuration. An x-ray confirmed a lead fracture. Therefore, a revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted contamination in the terminal pin opening and the helix housing. Resistance and pressure testing was then performed which confirmed the electrical continuity and insulation integrity of the lead. Additional testing was conducted and the distal end of the lead was placed in saline such that the electrodes were completely submerged. A bipolar paced impedance test was conducted at 5.0 v in vvi mode. The result was 1056 ohm impedance. A comparison lead (4086) measured 820 ohms. This testing further suggests that an anomaly with the lead itself did not contribute to the allegation of low impedance. Laboratory analysis was unable to confirm a lead fracture. Damage to the lead was determined to have been the result of the explant procedure. This product issue will be updated if additional information is received.